Event description:
The physician was attempting to implant a 3.5mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a lesion in the rca. The lesion was reported to be occluded with moderate tortuosity. It was reported that when the physician attempted to deploy the stent the balloon of the device would not inflate. The physician attempted to use another syringe in an attempt to inflate the balloon, but the device still could not inflate. The stent delivery system was removed from the pt. Upon removal, a balloon leak was confirmed as contrast was leaking out of the balloon. The endeavor resolute stent was not deployed. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: (occluded lesion with calcification), (leak). Conclusions: (occluded lesion with calcification). Device eval: the stent was positioned on the balloon as per specification. The 8th and 9th proximal stent segments were partially pinched and flattened. A number of struts on the 8th, 9th, and 10th proximal segments were slightly deformed. Negative pressure applied to the device confirmed the presence of a leak. Two leak sites were detected on the distal and proximal balloon pillows, both leaks were short longitudinal tears on the outside of the balloon fold over the inner shaft markers. There were scratches evident on the distal and proximal side of the leak site on the proximal pillow.